Event description:
A patient, undergoing peritoneal dialysis at home using extraneal (a labeled interferent for the test strips), had reportedly obtained blood glucose values of > 200 mg/dl on the suspect device. Based on values, patient's insulin dose was increased (amount and type not provided). The patient was subsequently taken to the emergency room and treated for blood glucose values of < 50 mg/dl. No additional details of patient's treatment or current condition were provided.

Manufacturer narrative:
Information was originally received, on february 27, 2006 by: roche diagnostics, france, 2 avenue du vercors, meylan, france, 476-76-3000.